Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. Following an ablation procedure involving an intellanav mifi open-irrigated catheter, the patient experienced chest pain on a car ride back home from hospital discharge. The patient felt worse when lying flat, and better when leaning forward. The patient pain was "sharp and dull", constant, lasting for hours, with some radiation to shoulder and back. It was also noted that bedside ultrasound showed a trivial to small amount of pericardial fluid patient was given oral medication colchicine. No further patient complications were reported. The catheter used during the clinical procedure is not expected to be returned for analysis.